Event description:
The reusable impactor head broke during surgery at the point where the instrument connects to the impactor handle. The instrument broke while impacting the tibial tray. The femoral implant was impacted without use of the impactor head. Surgery was completed.

Manufacturer narrative:
The reusable impactor head broke during surgery at the point where the instrument connects to the impactor handle. The instrument broke while impacting the tibial tray. The femoral implant was impacted without use of the impactor head. Surgery was completed. Returned device evaluation: the reusable impactor head was returned for evaluation. Failure at the base of the post that connects the components to the impactor handle was confirmed. Impaction marks visible at the base indicate that the component may have been impacted at an angle with excessive force. Review of the inspection records for the affected lot of material indicate that the device was manufactured to specification.